Manufacturer narrative:
Wheelchair was inspected by a technician from the dealer. The wheelchair was functioning properly during the inspection. Based on the investigation, MFR believes that the user was driving too fast, lost control and instead of letting go of the joystick to the chair she overcompensated in driving the chair causing her to go off of the path.

Event description:
Client reported that she was alone on a bike path and crossed a bridge when she lost control of the wheelchair. Client reported that the wheelchair never lost power but she was not able to stop the chair and move it with the joystick the client reported she fell out of the wheelchair when it tipped and suffered a fracture to her right shoulder and a concussion. Client reported she was using the positioning devices on her wheelchair. The dealer inspected the wheelchair and it was functioning properly. Based on the investigation, it appears that the client was driving too fast, lost control and instead of letting go of the joystick to stop the wheelchair, she overcompensated in driving the wheelchair which caused her to go off of the bike path.